Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for removal is not applicable as the device was not implanted.

Event description:
Healthcare professional reported " device ruptured during introduction." It is unknown if silicone made contact with the patient, or if surgery was completed with a back-up device.